Event description:
Adult female to operating room for treatment of t12 burst fracture sustained status post a fall out of bed a week earlier. Planned procedure was open treatment, reduction, and kyphoplasty t12 with t11-l1 posterolateral bone fusion and pedicle screw instrumentation. Patient is morbidly obese, wt: (B)(6) lb, bmi: 50. Patient was positioned prone for surgery on trios table at 1351. At 1358 a loud crack was heard and the patient was noted to have settled into the table frame. The chest support on the table had cracked and completely fallen off. The patient was resting on the two rails of the table, supported by her body and shoulders. There was no obvious hyperextension, malalignment, or injury noted. The incision was quickly closed and the patient was turned supine onto a stretcher at 1400. A replacement chest support was obtained and the patient was repositioned prone at 1404. The patient was then re-prepped and re-draped and surgery proceeded as planned. No obvious injuries were noted upon returning the patient to the supine position post-op. No additional diagnostic imaging was obtained related to this incident. The weight limit of the trios table is 600lbs. Manufacturer response for mizuho osi trios chest plate, trios (per site reporter). Vendor was made aware of the event, new part was ordered. Vendor did not give instruction as to disposition of the device.